Event description:
During the patient's laparoscopic gastric bypass the stapler device misloaded and misfired. Clip applier removed from field and replaced.device #1is this a laboratory device or laboratory test?no.